Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was received for investigation. Two infusion sleeves were visually inspected. No damage was observed. However, the infusion sleeves appeared to be of a lighter color. The sleeve did not meet the color criteria. The color range for this sleeve is evaluated during inspection and by the supplier prior to shipment to the production facility. The variation in coloration does not affect the functionality of the sleeve. After an analysis of returned sample, the root cause of the customer¿s complaint is related to an error in the supplier¿s manufacturing process an action was opened to determine root cause and document supplier corrective actions. The supplier has been notified of the complaint issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that they experienced a problem with the red sleeves, either there was a sleeve of each color or there was the same color twice; the sleeves tore and there were leaks during surgery. The product was replaced and the procedure could be completed. There were no clinical consequences.